Event description:
Reporter alleged obtaining the results of 41 mg/dl and 71 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that 50 minutes prior to obtaining the readings, he took his normal 20 units of lantus and 300 mg of actos. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that during an unknown procedure, the device was locked out at the first firing. When the other new cartridge was loaded into the device, the device functioned properly. There were no adverse consequences to the patient.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.